Manufacturer narrative:
Unit received with an e15 error loop during boot up, problem isolated to the mother board. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to e15 alarm.

Event description:
The customer reported via phone call they had loss of data alarm. The customer¿s blood glucose was unknown. The customer reported that they had recurring of loss of data alarm. The insulin pump will be returned for analysis.